Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The air/water channel tested positive for 14 colony forming units (cfus) of streptococcus species and the auxiliary channel tested positive for 15 cfus of enterococcus faecalis, pseudomonas aeruginosa, and enterobacter hormaechal. The suction channel was then sampled and tested positive for 2 cfus of stenotrophomonas maltophilia and micrococcus species. The suction channel was tested a second time and tested positive for 9 cfus of stenotrophomonas maltophilia, achromobacter species, alcalgenes faecalis, and enterococcus gallinarum. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We reviewed reprocessing steps provided by the user, confirmed no obvious deviation from IFU. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d.. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy channel/ suction channel. Cfu: 1 cfu/ml. Bacterial identification: micrococcus flavus. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated where white foreign material remained in the air/water channel, air/water cylinder, and auxiliary water channel. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. User may prevent the suggested events by handling the device in accordance with the following IFU. Operation manual_ insertion_ air/water feeding and suction *air/water feeding_ warning:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. *auxiliary water feeding_ warning:nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor the field performance of this device.